Event description:
It was reported that the left ventricular (lv) lead exhibited an increase in thresholds on the lv2 to rv coil with some possible phrenic nerve stimulation. The lv pace polarity was adjusted to the lv1 to rv coil and further device testing showed improved thresholds. The lv lead remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that when the lv lead was reprogrammed the cardiac resynchronization therapy defibrillator (crt-d) battery life decreased. It was noted at subsequent office visits there was no further stimulation, but the battery continued to deplete. The crt-d was explanted and replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient still had intermittent diaphragmatic stimulation since the last visit. The device was reprogrammed to adjust the polarity, amplitude and lead pulse width. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.